Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced prolonged hyperglycemia with a maximum blood glucose of about 300 mg/dl for approximately eight hours while using the ilet after a supply change, during the initial learning period of the system; customer support guided a full supply replacement and insulin delivery was resumed, and the user¿s glucose subsequently decreased to 80 mg/dl. Symptoms included hyperglycemia without ketosis or acute complications. Outcomes included no hospitalization, no medical intervention, no assistance required, and no use of backup therapy. Investigation included customer support troubleshooting, supply change education, review of device data indicating double meal announcements that could affect glucose control, and confirmation of ongoing sensor warmup followed by glucose decline. Investigation of this case revealed no confirmed device malfunction and identified contributing use-related factors, including possible confusion of the algorithm from double meal announcements during early adaptation. It was concluded, based on previously established findings for similar reports, that the cause was unclear.